Event description:
The surgeon reported that during a scleral buckle/vitrectomy case for retinal detachment, the infusion failed. The system was restarted causing a 45 minute delay in the procedure. Additional information received from the surgeon stated that prior to initiation of the case, the system message cassette failure displayed which prompted the surgeon to eject the cassette and to reinitiate the same cassette. The system message popped up immediately after initiation. He then changed the cassette and the system message did not appear. The patient had preexisting cataract potentially from medication usage and natural age. Pars plana vitrectomy was performed and during fluid-air exchange the air seemed not to be infusing into the eye. The eye was confirmed not to be hypotonus. The surgeon switched to fluid infusion and confirmed that the fluid was flowing through the tube. He then attempted air once again without success. The surgeon called the company sales representative for guidance and the recommendation was to press the fax button to reset. The surgeon then was not getting air or fluid infusion at this time. The surgeon then performed a soft reset of the system and subsequently air and fluid flow resumed successfully. According to the surgeon this took well over 40 minutes and it was beginning to appear that the existing cataract (ns) was beginning to progress from 1+ to 2-3+ grading. The surgeon performed a laser retinopexy and aspirated the pfo (perfluorooctane) successfully. He did not feel that a lensectomy was necessary in order to complete the case. The surgeon reported that the patient has retinal attachment at 360 degrees and that the cataract is stable with potential of edematous roots.

Manufacturer narrative:
The surgeon stated he has used the system for cases without any problems. No samples were returned for evaluation. The root cause of the event cannot de determined in this investigation. This report was mailed to FDA on: 07/31/2009.